Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. Drive support disk was inspected, and no anomaly was noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump insulin pump had motor error alarm. The customer tried to clear the alarm and it was not alarming after that. Customer stated that the drive support cap was flushed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.